Manufacturer narrative:
During initial pump programming in preparation for performance testing, the pump alarmed critical pump error 40 and then displayed a critical pump error (open book image) alarm after restarting. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test or verify the rewind anomaly due to the pump error 40/critical pump error (open book image) alarms. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on 6/8/2023 the pump alarmed pump error 43, pump error 82, and pump error 130, listed below: two (2) pump error 43 (linenumber 752 filenumber 121) alarms (12:08 and 12:19) four (4) pump error 82 (linenumber 427 filenumber 16) alarms (12:06, 12:07, 12:10, and 12:11) thirteen (13) pump error 130 (linenumber 602 filenumber 121) alarms (between 12:04 and 12:19) additionally, pump error 40 (linenumber 525 filenumber 121) alarm was recorded for the testing date, (8/16/2023 at 10:01). Pump error 40 alarm is due to a software error (line number 121 file number 525). "Motor safety circuit error 40, that 'bricked' pump is described in esf2011913. After the motor safety test failed, which is a critical error that generates 3 errors per fist occurrence (3x 0xdead0034 in the error log) and locks error dump, the pump goes to 'open book' after a restart." (Esf #2011913). The pump was cut open to perform a visual inspection. Moisture damage and corrosion were found on the electronic assembly (pcba 1 and pcba 2). Vibrate harness assembly, motor, motor flex cable/tail, and inside of the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Pump error 43, pump error 82, and pump error 130 alarms are confirmed due to moisture damage on the hardware. Critical pump error (open book image) and pump error 40 alarms are confirmed due to software errors (esf #2011913). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130), the error code of- an error in the motor was detected by reading unexpected value from hall sensor (pump error 43), the error code of- the hrm task did not grant motor power in reasonable time. It was also found that the pump was exposed to high magnetic field. Troubleshooting was performed and the customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.